Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial hip arthroplasty then the patient fell in ward and resulting in a periprosthetic fracture of the femur. Subsequently, two days after the initial surgery, the patient was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # (B)(4). Report source : australia. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: part: 010000664, g7 pps ltd acet shell 54f, lot: 6329654 part: 110024464, g7 dual mobility liner 44mm f, lot: 424110 part: 650-1157, delta cer fem hd, lot: 201801994 part: ep-200150, act artic e1 hip brg 28x44mm, lot: 820760.

Event description:
No further event information available at the time of this report.